Event description:
One patient with discrepant free psa results. Initial result 2.35 ng/ml, repeat 0.596 ng/ml. Erroneous result was not reported. Field service representative was unable to determine root cause, but changed the measuring cell chamber, checked probe adjustments and dc voltages. Performance tests were performed which were within specification.